Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device half height cubie drawer 4.2 pockets were not detected on the bus. The field service engineer (fse) reseated the pyxis bus and ribbon cable connections. After rebooting the device, the drawer automatically recovered. The drawer was then accessed through the application via inventory, confirming normal functionality and resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus and failed to open. Customer tried to unplug the power cord and reboot, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.